Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap appendectomy, the ats45 stapler malfunctioned. It could not be opened after being fired. It is unknown if a similar device was used. The procedure was completed successfully. There were no adverse patient consequences.